Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to pain. From an xray, the srom stem was broken at the coronal slot area. During surgery, the cup was found to be loose and was most likely the cause of the pain (unknown company).

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. X-rays confirm the reported stem fracture. Medical records were reviewed. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update rec'd 10/13/2016: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, loose cup (unknown company still), and broken stem. There is no new information that would change the existing MDR decision.